Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) button dome switch. There was no unlocked j2/lcd keypad connector noted. They were unable to perform the current test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor test, excessive no delivery test, and displacement test or verify low predicted and low battery alarm due to unresponsive buttons. The pump had a minor scratched lcd window, a cracked case at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip. There was no cracked lcd window noted.

Event description:
The customer reported via phone call that he cannot read the screen on the insulin pump any longer. Customer was not sure how the damage occurred. Customer stated that he wears the pump on the belt but it does not brush up against anything. Customer noticed the damage at the beginning of the year and it has been getting worse. Customer stated that there were scratches and cracks on the lcd screen. Customer stated that the pump is functioning but he is having a hard time reading the screen. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan. Customer also had a low battery alert and a low predicted alarm. Customer mentioned issues with sensor glucose and blood glucose readings being 100 points off. Customer stated that he had episodes of hyperglycemia before he switched to the continuous glucose monitoring system but does not blame the pump for the low blood glucose.